Event description:
This companion external battery was not in use in a patient's companion 2 driver. The customer reported that when the companion external battery was placed into slot one and slot two of the companion 2 driver, the driver displayed an "external battery error" alarm. The customer also reported that the battery had a full charge when the alarm sounded. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion external battery was not in patient use. In addition, it would not prevent a companion 2 driver from performing its life-sustaining functions. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
This companion external battery was not in use in a patient's companion 2 driver. The customer reported that when the companion external battery was placed into slot one and slot two of the companion 2 driver, the driver displayed an "external battery error" alarm. The customer also reported that the battery had a full charge when the alarm sounded. The companion external battery was returned to syncardia for evaluation. Review of the incoming inspection records did not reveal any anomalies. Physical inspection of the battery revealed no anomalies. The battery was within its use date at the time of the customer reported issue on (B)(6) 2015; the battery expired on 30 september 2015. The root cause of the reported external battery error alarm when companion external battery s/n (B)(4) was installed in a companion 2 driver was the battery's aged cells and low capacity as indicated by smbus (system management bus) data values and failure to meet syncardia's acceptance criteria. The batteries' smbus data did not reveal any permanent faults or abnormalities. Risk to a patient was low because the companion external battery was not in patient use at the time of the customer-reported issue. In addition, the companion 2 driver would continue to perform its life-sustaining functions. The companion 2 driver system utilizes multiple power sources, including replaceable external batteries, an internal emergency battery and the ability to operate from external ac power. Because external battery s/n (B)(4) failed to meet minimum capacity test requirements and was past its expiration date, it was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.